Event description:
Information was received indicating that the inner cannula to a smiths medical portex blue line ultra tracheostomy tube was attempted to be put back inside the tube, but the red tip of the cannula broke off. The patient was unable to clean the inner cannula. It was reported that this occurred at the end of therapy. There were no reported adverse patient effects.

Event description:
2/3 - reference (B)(4) for all attachment and related complaint - complaint for the incident on (B)(6) -2020. Lot number 3900068. By putting the inner cannula back inside the tracheostomy tube, the red tip of the inner cannula broke. A photo is available for investigation. Consequence for the patient: the patient couldn't clean the inner cannula.